Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, the shell external is broken shell, part of the shell is missing. A microscopic analysis was performed which identify crease smooth broken on radius. Based on the device analysis the final assessment is: a crease smooth broken on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "pain, swelling, capsular contracture, baker IV and complete rupture."device has been explanted.

Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, capsular contracture, baker IV and complete rupture.

Event description:
Healthcare professional reported right side "pain, swelling, capsular contracture, baker IV and complete rupture."device has been explanted.

Event description:
Healthcare professional reported, right side "pain, swelling, capsular contracture, baker IV. And complete rupture". Device has been explanted.